Event description:
The customer reported a blower temp high: if the blower temperature is greater than or equal to 115c for longer than 10 minutes. It could result in vent inop condition and stop ventilating patient. Vent inop is a high priority condition that precludes safe operation of the ventilator. No patient harm reported. Patient information requested.